Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to ensure proper functionality of the unit. After multiple new batteries and battery caps, the unit remained on a blank display. Unable to perform self test, delivery-related testing, or keypad evaluation due to the blank display condition. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was found at the electronic assemblies, separated to the electronic stack. The unit was also received with pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, serial label damage, cracked battery tube threads, cracked battery tube compartment, and a cracked corner of the belt clip rails. In conclusion, blank display was confirmed and determined to be caused by moisture damage at the electronic assemblies, separated to the electronic stack. Customer allegations of keypad/button unresponsive and no delivery/occlusion alarm were unable to be confirmed due to the unit remaining on a blank display. Cosmetic damage was confirmed during visual inspection when a cracked battery tube compartment, cracked battery tube threads, and a cracked corner of the belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported the pump screen randomly went blank and would not come back on for a couple of minutes, had random "no insulin delivery" alerts, and there was a crack in the pump at the center button. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-1884l, and mmt-431ag. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-342, mmt-1884l, and mmt-431ag.